Manufacturer narrative:
One act1510 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the insulation on the shaft of the needle was damaged. The customer reported the patient received a skin burn during an rf ablation for an osteoid lesion. The investigation found the needle insulation was damaged. The device failed hipot testing. The damage to the needle may have been the result of the insulation contacting metal or a hard object. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the patient received a skin burn during an rf ablation for an osteoid lesion. The burnt area only affected skin area, without any effect on fatty tissue layer and muscle. The procedure was performed percutaneously. The patient was under spinal anesthesia and fully awake. The orthopedic surgeon drilled a hole through the bone to provide passage for electrode. The electrode was positioned to the desired position and ablation was started. After 1 minute a pop sound occurred and it was noted the patient¿s skin was burned. The ablation was immediately stopped. The orthopedic surgeon cleaned the burnt area with saline and tried to start another cycle but failed. The panel show impedance too high. The surgeon repositioned the electrode inside and outside a few times, then pressed the timer reset button multiple times. The surgeon also tried to use impedance mode, instead of manual mode. He disconnected the electrode from the blue cable, restarted the system, reconnected the electrode. Ir and surgeon decided to open a new set of electrode (act1510) with similar lot number. The surgeon decided to drill bigger hole and after a few tries, the ablation was successful with the second electrode. The patient is stable and no medical intervention was required.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the patient received a skin burn during an rf ablation for an osteoid lesion. The burnt area only affected skin area, without any effect on fatty tissue layer and muscle. The procedure was performed percutaneously. The patient was under spinal anesthesia and fully awake. The orthopedic surgeon drilled a hole through the bone to provide passage for electrode. The electrode was positioned to the desired position and ablation was started. After 1 minute a pop sound occurred and it was noted the patient's skin was burned. The ablation was immediately stopped. The orthopedic surgeon cleaned the burnt area with saline and tried to start another cycle but failed. The panel show impedance too high. The surgeon repositioned the electrode inside and outside a few times, then pressed the timer reset button multiple times. The surgeon also tried to use impedance mode, instead of manual mode. He disconnected the electrode from the blue cable, restarted the system, reconnected the electrode. Ir and surgeon decided to open a new set of electrode (B)(4) with similar lot number. The surgeon decided to drill bigger hole and after several tries, the ablation was successful with the second electrode. The patient was reported to be stable post-operatively and no medical intervention was required. No degree of burn was provided by the site. Upon return, the device had a hole in the insulation and failed hipot testing.